Event description:
The customer reported an issue with not seeing the led light when charging the pump. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer before technical support could troubleshoot, and no further action was needed by technical support.